Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from (B)(6). This is a solicited report by a physician from (B)(6) of peritonitis in a patient subsequent to receiving extraneal viaflex, lot numbers 10i12g38 and 10f29g38, nutrineal pd4 unknown bag, lot numbers 10h28g37, 10f19g37, and 10f03g38, and physioneal 40 unknown bag, (lot number not reported) therapies intraperitoneally (ip) during automated peritoneal dialysis (apd). On (B)(6) 2010, the patient developed peritonitis that was considered life-threatening, manifested by cloudy effluent. On an unreported date, the patient was hospitalized. It was not reported whether extraneal viaflex, nutrineal pd4 unknown bag, and physioneal 40 unknown bag therapies were ongoing. It was unknown whether the event resolved.